Manufacturer narrative:
D10: 300-60-02 - stemless humeral comp laser cage, size 2: b262600. 310-62-44 - stemless humeral head 44mm x 14mm x beta: a991142. 314-24-33 - laser cage glenoid m, 8 post aug, right: b337447. 315-35-00 - glnd kwire: b441939. 319-01-32 - steinmann pin sterile 3.2mm x 178mm: b363437. 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack: b363821. 531-78-20 - shouldr gps hex pins kit: b132145. A10012 - gps implant kit v2: 09008824150. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
The patient underwent an initial shoulder arthroplasty. Following the procedure, it was discovered that a humeral cut protection plate had been inadvertently retained within the surgical site. The retained object caused a laceration of the subscapularis tendon. As a result, the patient required a subsequent surgical procedure for removal of the retained foreign body and repair of the injured tendon. No further information is available.